Manufacturer narrative:
Other relevant device(s) are: product ID: lcd 9733623 surgeon 24 1920x1200, serial/lot #: (B)(4). The monitor was returned to medtronic for analysis. Testing was conducted and the monitor was confirmed to be damaged. It is unusable. Fdm b01, fdr c05, and fdc d02 are applicable to the monitor analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to inspect the navigation system and found that the power supply multi out were not working. There was no output power. The representative replaced the power supply and tested system for a hour. Rebooted several times. The issue was resolved and the system was operational. A full navigation system check-out was completed following part replacement and all tests passed. The multi out power supply was returned along with two unused cables and an unused uninterruptible power supply (ups). The multi out power supply was inspected and the issue was confirmed. When connected to ac the power supply had normal output for the 28vdc port but nothing else. Opening the power supply housing revealed a burn mark under the main board and a chipped component on the board.

Event description:
A medtronic representative reported that outside of a procedure, when testing the navigation system, the surgeon monitor remained black status. The cables and cords were checked and the system was rebooted. There was no reported issues with the cables. The representative reported that the issue was not resolved after replacing the monitor and monitor cable. The multi-out power supply was exchanged and the monitors came back on, however, after reinstalling the covers, sparks came from the right side panel where the multi-out power supply is located and a popping noise was reported. The monitors both went black again and the system was emitting a beeping noise. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.